Event description:
It was reported that the device misfired during the miph. The procedure was completed successfully with no delay or patient consequences.

Manufacturer narrative:
(B)(4). Batch # 797a39. Per photographic evaluation: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a label on a box with lot # x95451 and an expiration date: 2027-05-31. The second photo shows a box with some artwork printed and a label on a box. The third photo shows a device inside its package together with its accessories. Also, the trocar can be seen extended with the washer that appears to be uncut and the safety disengaged. Based on the photos the event described cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device arrived with no apparent damage. The breakaway washer was present, uncut and there were staples present. The device was tested for functionality with the returned washer, and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. However, one staple was noted to be missing on the test media. The remaining staples meet the staple form release criteria. No conclusion could be reached as on what caused the missing staple. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted. The instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.